Event description:
Stryker pain catheter was inserted through a lateral parapatellar athrocentesis cannula. It was then placed up into the "supratellar" pouch. The wound was sutured. Two days later, physician attempted to advance pain catheter which broke off with part of catheter being retained in pt. Physician documented "probably sutured in capsulotomy closure."